Manufacturer narrative:
(B)(4). Concomitant medical devices - nexgen precoat femoral component size 7 catalog #: 00596001851 lot #: 63644433, nexgen stemmed precoat tibial component size 7 catalog #: 00598005701 lot #: 64217890, nexgen all poly patella size 38mm catalog #: 00597206538 lot #: 63841088. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It is reported that the patient underwent a polyethylene bearing exchange less than two (2) months following knee arthroplasty to address infection. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.